Manufacturer narrative:
The insulin pump was received with cracked and bleeding lcd glass. The insulin pump had minor scratched lcd window, cracked case at the display window corners, cracked belt clip slot and cracked reservoir tube lip.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump was damaged. The customer's blood glucose level was unknown at the time of the incident. The customer stated that they cannot see the readings on the pump screen. The product was not returned for analysis.